Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97792, lot# n383075, implanted: (B)(6) 2013, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that they were charging too frequently. It was noted that they did not charge their implant to 100%. They would not charge it to full for the past month due to it taking too long, even with all 8 coupling boxes. About a month prior to this report, the patient had slipped on a bath mat. This was stated to be possibly related. They were also experiencing pain at the implant site after charging. Relevant medical history included chronic low back pain and spinal pain. Follow-up was performed to determine what actions were taken to address the reported issues, and if the issue were resolved. This event will be updated if additional information is received.

Event description:
Additional information received from the patient via the manufacturer representative stated that the patient mentioned about feeling uncomfortable when charging. It was reported that the patient had pain at the ins pocket when charging.